Event description:
It was reported that the customer has been using scale on gurney to weigh patients under 50 pounds resulting in the scale being inaccurate. Stryker specifies that scales are not accurate for patients under 50 pounds and scales are not designed for medicine dosage. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the issue was resolved with additional training.